Event description:
Left femoral arteriogram of popliteal artery followed by angioplasty of occluded popliteal artery. Bard crosser s6 peripheral catheter used; it buckled and formed a loop. The sheath went across this and buckled as well. Retrieved catheter through sheath and was noted the tip had fractured and was retained within the popliteal artery. The 0.014 wire placed and ballooned vessel to complete arteriogram. At this point, radiologist was asked to perform procedure to extract the catheter tip with a snare, but it appeared to be embedded in the vessel wall and was thought to be safe to leave in place at this point.